Event description:
Hcp reported that there was "rotor failure". The hcp reported that the patient experienced increased pain. Hcp reported that the patient may have experienced withdrawal but they did not observe it in the office. Hcp tested the catheter and it was ok and tested the rotor and it was "not moving". The device was explanted and returned to the manufacturer for analysis. Hcp reported that paitent is "doing a lot better now". The patient was not supplemented with additional oral meds during this event.